Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via the dermik medical advisor to our local affiliate (B)(4). This case involves a (B)(6) female who experienced facial edema after poly-l-lactic acid (sculptra) therapy. The patient had been injected with botox and mesotherapy (polivitamins) 15 days before the poly-l-lactic acid. On (B)(6) 2009, the patient was injected with poly-l-lactic acid on the cheekbones and lower maxillary area. The physician had done a lidocaine allergy test to the patient which was negative. Therefore, prior to the poly-l-lactic acid treatment, licocaine (lambdalina) anesthetic cream was used. On the evening of the same day, the patient had to go to the emergency room due to a serious facial edema. Methylprednisolone (urbason) 60mg was administered and the patient was discharged. On (B)(6) 2009, the patient visited the physician and had improved, although edema with no redness around the forehead (eyes and eyebrows area) was still ongoing. Methylprednisolone 40mg was administered and dexchlorpheniramine (polaramine) was prescribed. The physician will do an allergy test for poly-l-lactic acid in 15 days. Reporter's causality: probable.